Event description:
Event occurred in japan. Patient complained a hard glistening after a year from the original surgery. Original surgery date: (B)(6) 2023. Problem code: a0604 - optical distortion.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h6 - updated codes for manufacturer's investigation: type; findings; and conclusion. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product was not returned, and the serial number was not available for investigation. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Lens opacification is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in japan. Patient complained a hard glistening after a year from the original surgery. Original surgery date: (B)(6) 2023. Problem code: a0604: optical distortion.